Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implantation of the right ventricular (rv) lead, the physician attempted to deploy the helix but it would not extend. The physician completed the procedure with a different rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.